Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision due to failure to inflate and a hard pump bulb. It was noted the bulb is soft when it is pressed together with the activation button. Surgical exploration revealed "pseudo normal" function which was resolved by firmly pressing the bulb. Only an assembly kit was replaced and all other device components were retained.